Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Moisture was removed from the flow sensor to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. Moisture was removed from the flow sensor to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in more than 20% over delivery of tidal volume during pre-use checkout. There was no patient involvement.